Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a left ventricular (lv) lead warning for low impedance was observed on a device transmission. The patient was reported to have had programming optimization done one week prior to warning. The device was checked and impedances were noted to be stable. The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead remains in use. No patient complications have been reported as a result of this event.